Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event/patient (reference 1825034-2016-01783 / 01784).

Event description:
Patient's legal counsel reported that the patient underwent a right total hip arthroplasty and approximately 3.5 years after implantation was revised due to alleged pain, osteolysis, metallosis, tissue destruction, bone destruction, metal wear, and elevated metal ion levels. A review of invoice history indicates the femoral head was removed and replaced during the procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned and evaluated against the complaint. Visual inspection found scratching and wear on the outer radius. White foreign debris remains stuck to the outer radius. The inner radius remains full of bone cement and other foreign materials. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due with operative notes provided. Revision operative notes demonstrated that the patient was revised due to metallosis and pain. During the revision, pseudocapsule with greenish fluid noted. Mild to moderate tissue staining with very minimal altr. Metallosis synovitis was identified. Postop diagnosis: painful right resurfacing hemiarthroplasty with metallosis. Cup undamaged and well-fixed. Femoral component (head) replaced without further complication. Review of device history records show the lot released with no recorded anomaly. Additional information does not affect the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.